Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in early 2007. (Patient age and weight unknown). According to the complainant, after the procedure, they noticed there was a red mark on the patient's buttocks (it was where the patient tubing connects into the sheath). It was the patient's right side. The patient anatomy effected the sheath placement. The patient was not even treated with any form of first aid (such as silvadene). It states that a tenaculum stabilizer was used along with another clamping device at the 3 o'clock position. It was noted that the patient was a very large woman. The system did not alarm, and no visual leakage. In addition, the redness may have occurred due to the pressure from the sheath or doctor trying to position the system correctly. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.